Event description:
On (B)(6) 2013, it was reported that since (B)(6) 2012 the patient has often had blood glucose levels as high as 360 mg/dl. The patient has tried changing the infusion sets, removing air bubbles from the system, and switching to a different type of insulin, but the elevated blood glucose levels persist. He thinks the infusion device does not deliver enough insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.